Manufacturer narrative:
Date of event: unknown. Initial reporter first name unknown. Initial reporter last name unknown. Initial reporter addr. Is unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using bd vacutainer® cpt¿ cell preparation tubes with sodium heparin, it was reported that there were instances of poor barrier separation.